Event description:
While investigating a (B)(6) male patient's monitor for an unrelated issue, a reportable problem was discovered. Monitor sn (B)(4) would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor would not power up. The cause for the power-up failure was a cracked digital signal processor u300. The root cause for the cracked u300 component could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective u300 component. The patient received a replacement monitor.